Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The complainant indicated that the device has been disposed, and will not be returned for eval. A device analysis will not be performed; therefore, the relationship between the device and the cause of the reported malfunction is undetermined. The april 2008 15-month low profile balloon enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy replacement procedure in 2008. According to the complainant, "the balloon was ruptured 3 days after placement". Reportedly, the physician removed the device and completed the procedure with another low profile balloon. At the conclusion of the procedure, the pt's condition was reported as "good".